Event description:
It was reported that prior to a cholecystectomy, the staples fell incorrectly closed off the instrument. During the release of the handle, the user felt a strong resistance which the overworked by a lot of force. Looking at the staples, they found them all misformed. The case was completed with a like device. There was no patient consequence.